Manufacturer narrative:
Added information to b5, b6, b7, h2, h3, h6. Corrected b5, h6. H3. Device evaluation customer report of regurgitation was confirmed due to observed rolled leaflet from host tissue overgrowth. Report of thrombosis was unable to be confirmed on the valve as received. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 3mm at commissure 1, leaflets 1 and 2 by approximately 1mm at commissure 2, and leaflets 2 and 3 by approximately 1mm at commissure 3 on the outflow aspect. The free margin of leaflet 1 was rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the coaptation region. Sewing ring was partially cut off around the valve and exposed the metal band. Cut off sewing ring fragment was returned with suture fasteners remained attached to it. Multiple suture fasteners were observed around the sewing ring. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. A device history record (DHR) review was performed, and no relevant non-conformance's were identified. Valve thrombosis is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing non-conformance or defect contributed, thus no further evaluation is needed. Similarly, pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. Neither a product risk assessment (pra) nor corrective or preventive actions (CAPA/scar) are required at this time because no triggers are met. Based on the information available, the most likely cause is patient factors.

Event description:
It was reported and learned through medical records that a 27mm 11400m mitral valve was explanted after an implant duration of one (1) year, 11 months due to valve thrombosis and severe regurgitation. The explanted device was replaced with a 29mm non-edwards mitral valve. Patient was in stable condition at the end of the operation. The patient also had a 26mm 4600t tricuspid ring that was explanted after an implant duration of one (1) year, 11 months (2025-23686-02). Physician would like device evaluated and pictures were provided. Per medical records, the patient presented with chronic respiratory failure, chf exacerbation, aki, and arrhythmia.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported a 27mm 11400m mitral valve was explanted after an implant duration of one (1) year, 11 months due to valve thrombosis and severe regurgitation. The explanted device was replaced with a 29mm non-edwards mitral valve. Patient was in stable condition at the end of the operation. The patient also had a 26mm 4600t tricuspid ring explanted and was implanted with a non-edwards mitral valve in the tricuspid position.